Event description:
It was reported that upon interrogation, the device was at elective replacement indicator (eri), however, approximately a month later, the battery voltage/impedance was not available. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.